Event description:
During maintenance of the device at the user facility, the perfusionist reported that the unit was placed in the defrost mode. Upon returning to check on the unit, it was found to be dead and would not power on. There was no pt involvement. Investigation in process, but not yet completed.